Manufacturer narrative:
Thermogard xp ivtm system s/n: (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and ccr 18191 was reported on (B)(6) 2014 for thermogard xp IV system with serial number (B)(4) for the same power failure issue. Functional testing was performed and the fuse was found to be faulty. After replacing the fuse to remedy the reported complaint, the system was tested and passed all final functional testing criteria. In summary the customer's reported complaint was confirmed during functional testing. The root cause was determined to be a faulty fuse.

Event description:
It was reported that the thermogard xp ivtm system (s/n: (B)(4) had no power during setup. Another system was used to treat patient. However, the biomed replaced a fuse and tested the system over 24 hours. There were no patient sequaela reported .no other information was provided.